Event description:
Caller states that the inner cannula is not staying locked in place but does not know how long this trach had been in place before this happened. The caller did not suggest that decannulation and recannulation of a replacement tube was required. Caller indicated no further details are available.